Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012494833 was returned and analyzed. Visual inspection was carried out. The catheter pscc100 of lot number 0012494833 appeared to be kinked on the shaft near handle. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Mechanical verification of steering and slide mechanisms. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed there were kinked on the shaft. Hipot and electrical continuity test was performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the misshapen array was not confirmed the catheter failed the return product inspection due to a shaft kink near the handle, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the physician accessed the left atrium and inserted catheters to ablate as per routine. Approximately halfway through the procedure, the physician observed on intracardiac ec hocardiography (ice) that the array appeared deformed. The pulseselect catheter was withdrawn and evaluated on the back table, revealing minimal differences in the formation of the array. The physician opted to use a new catheter. The procedure was completed. No patient complications have been reported as a result of this event.